Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a localizer fault, the camera was broken.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 9735821, lot number: unknown g2: foreign country - belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred pre-operatively during a cranial tumor resection. There was a surgical delay of thirty minutes. Electromagnetic (em) navigation was used instead of optical navigation for the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The lot number for concomitant product 9735821 was provided: p901952. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant product: product ID: 9735774, lot #: 0012787428, ubd: unknown, UDI#: unknown concomitant product: product ID: 9735811, lot #: 0012673293, ubd: unknown, UDI#: unknown concomitant product: product ID: 9735811, lot #: 0012645508 , ubd: unknown, UDI#: unknown concomitant product: product ID: 9735793, lot #: 0012724945 , ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G02017: usb ports g0405204: camera handle clip g04068: storage bin h2, h3, h6: the system was serviced in the field. The camera was replaced. It was identified that the usb 2.0 ports moain cart, camera handle clip, and grey storage bin were damaged. These parts were also replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.